Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Avaulta anterior biosynthetic support system, avaulta posterior biosynthetic support system page were reported to be used/implanted during this procedure. Additional information from importer report: associated mdrs: 1018233-2012-02047 and 1018233-2012-02046.

Manufacturer narrative:
(B)(4).